Event description:
It was reported by service report that the fowler drifts down with minimal force applied. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Faulty fowler clutch.